Event description:
It was reported that during a 1st diagonal coronary artery intervention, during pre-dilatation with a 2.5x12mm trek balloon, a small non-occlusive dissection occured in the upper origin of the vessel and cleared quickly without treatment. A device was implanted in the lesion, as planned. There was no additional information provided.

Manufacturer narrative:
(B)(4). Lab tests: (B)(6) 2013 (16:17): ck-mb=1.65 ng/ml, normal upper limit 2.37; (B)(6) 2013: ck=45 u/l, normal upper limit 171; (B)(6) 2013: ck-mb=1.54 ng/ml, normal upper limit 2.37. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of dissection, as listed in the trek rapid exchange instructions for use, is a known patient effect. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.